Event description:
A uterine sound was used as a device to feel the canal intramedullary and the tip of that, secondary to fatigue fracture, broke inside the canal and stayed inside the canal. It was deemed most safe in the bone rather than attempt to retrieve it.